Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Dried blood was observed within the stat gard sleeve. No blood was observed inside the iab catheter. The pressure tubing was also returned. A kink was found on the catheter tubing approximately 30cm from the iab tip. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. A kink in the catheter tubing may cause an opening for blood to pass out of the stat gard seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was placed in an emergency patient and pumping was performed, but blood entered the sleeve of the iab during placement. No special measures were taken; the intrusion of blood had subsided. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).